Manufacturer narrative:
Block e1: initial reporter phone number: (B)(6). Block h6 imdrf device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during an implantation procedure performed in (B)(6) 2026. On (B)(6) 2026, the patient presented with nausea, dehydration, metabolic alkalosis secondary to persistent vomiting, hypokalemia, signs of prerenal acute kidney injury, fecal impaction, and a skin abrasion following multiple falls. CT imaging demonstrated a markedly over-distended gastric balloon occupying the entire stomach and causing complete gastric outlet obstruction with obstruction of oral fluid intake and associated metabolic derangement. The patient was subsequently admitted to the intensive care unit for management. On (B)(6) 2026, during gastroscopy, severe stasis/reflux esophagitis was identified. The balloon contents were gradually aspirated, and the collapsed balloon was successfully removed endoscopically using foreign-body forceps. The patient's condition improved following treatment, and the patient was discharged in stable condition on (B)(6) 2026.